Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 427 mg/dl while wearing the pod longer than 48 hours. It was also reported that the pod was missing sensor values for several days. Symptoms reported include weakness and weight loss. The patient was treated with two bags of IV (intravenous) fluid. The patient was released 4-5 hours later. The pod was worn when seeking medical attention.